Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to an insulin flow blocked alarm, which was caused by a bent cannula. The customer also experienced bleeding at the insertion site. The customer reported a blood glucose value of 500 mg/dl, and the hyperglycemic event was treated with a manual injection. The event involved product(s) mmt-1886. Troubleshooting was not performed for the insulin flow blocked alarm, as the event had been resolved in the past. Troubleshooting was performed for the bent cannula, which was not a slight bend/curve, and the customer was instructed that the non-serialized product was being replaced. Troubleshooting was performed for the site issue, and the customer was advised to change the sensor. Troubleshooting was performed for the hyperglycemic event. The customer had been using the insulin pump system within 48 hours of the reported time of the event. The customer stated that the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return was required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.